Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) for a clavicle diaphyseal fracture with the variable angle (va) locking compression plate (lcp) clavicle plate and an unknown screw were both in question. When the surgeon inserted the screw into the hole, a debris which seemed like metal fragments were generated and were removed from the patient during surgery. Moreover, the surgeon confirmed that there was no piece left in the patient's body as seen on an image. There was no reported surgical delay. The procedure was completed successfully. Patient outcome is unknown. This report is for one (1) 2.7mm/3.5mm ti va-lcp lat ant clavicle pl/9h/89mm-ster. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.